Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose about 2 years ago with blood glucose of 20 mg/dl at the time of the incident. The customer got into a car crash due to the low. The customer had just left a chiropractor's office and that may have caused the low. The caller also reported that the pump was not alarming when the reservoir was low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller was also wondering if the recalled sets could have caused the low. The insulin pump will not be returned for analysis.